Event description:
A pt was implanted with a surgimesh xb tintra e-1522 hernia mesh to repair a ventral hernia. The hernia repair site subsequently developed an infection. The surgeon attempted treatment of the infection locally and systemically. He elected to remove the surgimesh xb tintra e-1522 and replace it with a biological mesh. The removed mesh was kept by the hospital.